Manufacturer narrative:
(B)(4). The lead has been returned for analysis. Analysis is currently ongoing. When additional information becomes available, this report will be updated.

Event description:
Boston scientific received information that the implantable cardioverter defibrillator (ICD) and this right ventricular (rv) lead exhibited high, out-of-range (oor) pacing lead impedance measurement greater than 2,000 ohms and high pacing threshold measurement was noted at 7 volts (v) at 2.0 milliseconds (ms). This rv lead also had conductor damaged. Subsequently, the rv lead and device were explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory the lead was thoroughly inspected and analyzed. The lead was returned severed in 2 segments at 13.2 centimeters from is-1 terminal pin. The proximal shocking coil was stretched at proximal end. An x-ray was taken which determined the segments to be electrically continuous. Calcified body fluid was noted on a portion of the proximal shocking coil and on the distal mesh tip screen.